Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -03.00 diopter implantable collamer lens into the patient's eye. It was indicated that there is a planned lens exchange. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.